Event description:
It was reported that prior to the generator change on (B)(6) 2022, it was observed that the lead was externalized and had noise. The lead was capped and replaced. The patient was stable.